Event description:
It was reported by the nurse that a horizontal tear was noted in the catheter above the insertion site. It was discovered when the pt was hooked up for dialysis and had poor flows. The air was sucked from the catheter into the dialyzer lines.